Manufacturer narrative:
Corrected data: b5 updated data: b4, d10,b6, b7, g1,g3, g6,h3, h2,h6 (inv finings code and investigation conclusion code), h10, h11. A getinge field service engineer (fse) checked its user interface inner side all printer circuit board (pcb) and its connectors also refitted once again, then checked its properly and runs to machine up to 3 to 4 hours along with balloon circuit and found its working ok. All parameters values are with in safety range. Machine handed over to the department in good working condition. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) display is not working. There was no harm reported.